Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the arcing was coming from the x-ray tube. The x-ray tube was replaced, and all calibrations were performed. The imaging system then passed the system checkout and was found to be fully functional. The x-ray tube has been returned to the manufacturer, however, analysis has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure by a field service engineer that the system was showing an error " generator overload error has occurred". There was no patient present.

Manufacturer narrative:
The x-ray tube was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be duplicated. The x-ray tube resistance on the large and small filament test passed. When installed in a known good system, the system readied. Fluoro and rad gain calibrations were successful. Invalidate home also passed. 2d and 3d images were acquired successfully as well as image retrieval. Visual inspection showed cosmetic damages. If information is provided in the future, a supplemental report will be issued.